Event description:
Customer reported issues with touchscreen response. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event because the customer declined further communication with technical support.